Event description:
It was reported that the usb port of the pump appeared to be loose. Subsequently, the customer experienced intermittent difficulty charging the pump battery. Reportedly, the pump battery could not be charged. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 193 mg/dl.